Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The root cause of the epistaxis was unable to be determined due to insufficient clinical details.

Event description:
The complainant reported a patient on impella support with a cp. The complainant reported the patient bled out of their nasogastric tube. Care was eventually withdrawn and the patient expired.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.